Manufacturer narrative:
The t:slim x2 g6 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge ran out of insulin. The customer acknowledged that the appropriate low insulin notifications occurred prior to the cartridge becoming empty. Blood glucose (bg) level was over 500 mg/dl. The customer loaded a new cartridge and resumed insulin delivery. Subsequently the pump shut down due to low battery. Bg rose to 570 mg/dl. The customer was taken to the emergency room and was subsequently hospitalized. Bg was treated with insulin injections. Tandem technical support reviewed pump data and confirmed that the battery had depleted as expected and the appropriate low power notifications occurred prior to the shutdown. Customer acknowledged.

Manufacturer narrative:
Customer follow-up on (B)(6)2019: reportedly, customer sustained no permanent damage and was released from the hospital with blood glucose level of 130 mg/dl. Although requested, customer was unable to provide hospital release date.